Manufacturer narrative:
Investigation findings: no lot code: with no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and records can be performed. Complaint trending & analysis is performed monthly per (B)(4), where a cross-functional team meets to review complaint trends, medical device reports (us and (B)(4)), and complaint-related corrective actions. Since no root cause was found, there is no corrective or preventive action that can be taken at this time. No further information is available at this time.

Event description:
The consumer stated that the ubk security regular tampon fell apart inside of her and was unable to remove all the pieces. She started feeling sick with cold symptoms a few days after removing the tampon. Two weeks after her period had stopped, she sought medical attention to remove remaining pieces. After the tampon pieces were removed by the doctor, she experienced unusual vaginal odor and slight fever. She was diagnosed with a bacterial vaginal infection. During antibiotic treatment, her vaginal odor and fever went away. Symptoms have been resolved. No further information is available at this time.